Event description:
It was reported that the battery gauge was fluctuating and inaccurate resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.